Event description:
It was reported that the vns patient underwent emergency surgery the day prior because he developed a blood clot at his generator incision site. It was reported that the patient had a collection of fluid over the generator site which was opened, evacuated and irrigated. The generator and lead were not removed. It was later reported that the patient was readmitted for another fluid collection over the generator site and the patient was worked up for clotting disorders. The patient was diagnosed with hemophilia a. The generator was not explanted.